Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) powers off upon turning on was not confirmed during analysis of the event log and functional testing. Probable root cause could be due to saline leak would short in the power line of the air trap block causing the power supply to switch off as a safety precaution upon visual inspection no physical damage was observed. Review of the event log retrieved from console revealed a mid09 error message and is not related to the reported event. Functional testing was performed, the reported event was not replicated; however, mid09 (air trap assembly) error message during functional testing. It was identified that the air trap block with pc board were damaged due to saline leak. This issue was not related to the reported event. After replacement of air trap block, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) powers off upon turning on the console. User reported liquid entered the console. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.